Manufacturer narrative:
Zeiss field service rep confirmed that the visante is functioning properly. However, the table is not functional and is being returned to zeiss for further eval.

Event description:
While scanning a pt using the visante ac-oct system, the table supporting the instrument allegedly malfunctioned causing the table top to graze the pt's leg. No serious injury occurred. This incident occurred at: (B)(6).